Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior inspection revealed the tubing rotor guide was loose and one was broken and taped on to the rotor. A black substance was found at the base of the tubing rotor guide and rust or an unknown substance was found. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 machine that was used for a treatment where patient blood loss occurred. A blood pump roller pin reportedly cut the blood line tubing during a patient treatment. Upon follow up with the clinic biomedical technician, it was confirmed the patient was able to complete treatment on the same machine with no injury, adverse event, or medical intervention. The estimated blood loss to the patient was 10ml. The biomed reported that the patient¿s treatment was paused, the blood pump rotor was replaced with a spare part from another machine for the treatment, and the patient was set up with new supplies and completed treatment on the same machine. Due diligence attempts were exhausted, but additional patient and treatment information was not provided. The biomed advised he was waiting on a replacement blood pump rotor to return the machine to service. It was confirmed a sample was returned to the manufacturer for analysis. If additional information is received, a supplemental report will be submitted.